Event description:
This report is based on information provided by remote service engineer rse and was investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is not charging through the charging port. The customer tried known good batteries and the issue remained. There was no impact to the patient that was reported.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is not charging through the charging port. The customer tried known good batteries and the issue remained. There was no impact to the patient that was reported and the device is anticipated to be returned to the bench for evaluation.